Event description:
Staples from staple gun not closing all the way. A piece of a staple broke off when trying to remove surgical staples from a pt's knee.

Manufacturer narrative:
Staples from staple gun not closing all the way. A piece of staple broke off when trying to remove surgical staples from a pt's knee. Root cause investigation failed to demonstrate a cause. Trending for this issue in complaints showed no trend.